Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the loop was broken when mounting it in the cartridge. Additional information was received stating that, the procedure was completed on the same day using another lens. There was no patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).